Event description:
The clinic reported that a laser vision correction patient who had past history of uveitis in both eyes presented on (B)(6) 2015, 4 months post treatment, with anterior uveitis in right eye. Original surgery was on (B)(6) 2015. Patient was dilated and the fundus/vitreous was unremarkable. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of hazy vision in right eye and vision feels like there is a film. Patient reported symptoms are, lasting, disabling and interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -7.25 x .00 x 90; left eye pre-op 20/20 -8.25 x -.25 x 127. Bcva from (B)(6) 2015: right eye post-op 20/20 .25 x -.25 x 74; left eye post-op 20/20 .75 x -.50 x 157. Bcva from (B)(6) 2015: right eye post-op 20/200; left eye post-op 20/20. On (B)(6) 2015 patient presented with reduced vision in right eye and a macula off retinal detachment. Second opinion following day determined patient had exudative retinal detachment and immediate repair scleral buckle was performed on (B)(6) 2015.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. Clinical review of the information showed patient had a prior history of uveitis in both eyes. The use of the femtosecond laser could contribute to reactivation of uveitis in a patient with a prior history. The exudative retinal detachment is probably related to the uveitis. All pertinent information available to abbott medical optics has been submitted.